Event description:
The customer complained of a communication failure error message that locked the system up and thereafter failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power connection was corrected during the service call. The system was tested and found to be working as intended and returned to service.